Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to produce driven ground signal) has been confirmed. Upon investigation the monitor was unable to properly produce a driven ground signal. The cause for the failure was isolated to a defective u1103 op amp on the computer/analog board. The op amp had an improper output, resulting in no driven ground signal. The root cause for the defective u1103 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for an unrelated reason, a reportable device malfunction was found. The monitor was unable to produce a driven ground signal.